Manufacturer narrative:
The received device had the needle not deployed. The download data reported an 0x5c alarm with high pulse widths and timeouts occurring. The pod was connected to a master pdm and a 5u test bolus was attempted; the device replicated the 0x5c alarm and the hook talons were observed to be slipping over the ratchet gear. No physical damages were observed that would contribute to the timeouts, drive stall, and failure to detent the gear. No other issues were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.